Event description:
It was reported that one day post implant, p-waves were not being sensed. The patient was in atrial fibrillation and atrial undersensing was suspected. Programming the device to aai mode resulted in ventricular capture. It was also suspected that the atrial lead was positioned too close to the av node causing a junctional rhythm. Proper atrial testing was not done at implant due to atrial fibrillation. It was noted that the lead would be repositioned.